Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is possible that the user could not reprocess the device, as the material was left in the nozzle and dirt was left on the surface of each part. However, a specific cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of "channel leak from distal end, distal end was discolored and el connector pin missing. The issue found during routine maintenance. There is no patient involvement on this reported event. No user injury reported. Device evaluation found nozzle clogged with foreign material. This report is being submitted for foreign material found on nozzle on device evaluation (handling issue, insufficient reprocessing issue).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation , service repair noted the reported issue of "leak from distal end, discoloration from connecting tube were not found and cannot be confirmed, however, guide pin of el-connector found missing and therefore the reported missing el-connector pin was confirmed. Additionally, during device inspection, nozzle was found clogged with foreign material. Furthermore, the following findings during inspection were noted on the device: due to deformation of el-connector, water tightness found lost. Due to damage on channel tube (ch-tube), water tightness found lost. Objective lens noted with a chip. Objective lens found scratch. Light guide (lg) lens found with scratch. C-cover found with dent. Adhesive on a-rubber found detached. Image guide (ig) protector found with a scratch. Grip has a scratch. S-cover has a scratch. Forceps channel port found shaved. Indication on switch 4 (sw4) unclear. Water supply connector noted deformed . S-cylinder found shaved. Low angulation. Knobs play. Due to deformation of forceps elevator (fe) lever, up/down (u/d) knob cannot be locked securely. Due to damage on charge-coupled device ( ccd) unit, the image has black dots. Investigation is ongoing. This report will be supplemented accordingly following investigation.